Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the tip of a cartridge was found to be split after implanting during an intraocular lens (iol) implant procedure. The doctor felt something was hard when inserting the cartridge into the patient's eye. However, he implanted the iol without any problem. After implanting the iol, the customer found that the tip of plunger split the tip of the cartridge. In his opinion, the tip of plunger might be bent. The surgery was completed without product replacement.